Event description:
Additional information received reported that the implantable neurostimulator (ins) experienced normal battery depletion.

Event description:
It was reported that there were impedance readings greater than 10,000 ohms. It was noted that there were readings of greater than 20,000 ohms. It was noted that the lead with 0-7 was showing high values in the 20 ,000 to 30,000 range. It was noted that 8-15 were providing stimulation to the lumbar spine. It was noted that the patient did not use stimulation all the time and went to turn stimulation on and nothing came from the cervical spine leads. It was noted that the patient had not had stimulation for a month. It was noted that there were no falls and the bottom half worked fine. Additional information received reported that all impedances were approximately 25,000 and up. It was noted that the impedances were done on (B)(6) 2014. It was noted that it was ¿end of life.¿ it was noted that there was a possible replacement but no scheduled date. It was noted that the patient was doing okay.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).